Manufacturer narrative:
Lot number, expiry and manufacture date not available at this time.stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a redtinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The whole blood collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
.Investigation: per the customer, the unit was processed and the alleged hemolysis was observed in the product bag post centrifugation. The disposable set was not returned for evaluation. The manufacturing records, and testing and inspection records were reviewed for this lot. No anomalies were noted and the product conformed to current established specifications. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. There have been no other similar complaints against this production lot number. Root cause: no samples were available for investigation and the root cause of the hemolysis could not be determined. Possible root causes of hemolysis are:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter occlusion

Event description:
Donor unit #: (B)(6).